Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 7-mar-2017, an fse visited the customer site and replaced the substrate syringe unit. Then he ran 5 daily shutdowns since the customer indicated that the error started with the shutdowns and recently expanded to patient runs. The fse adjusted the wash test cup bottom since it was interfering with the wash probe's movement. The fse and the customer tested the instrument by running quality controls. No errors were obtained and values were in range. No further action required by field service. The most probable cause of the reported event was due to a defective substrate syringe assembly.

Event description:
On (B)(6) 2017, a customer reported obtaining error 4050: substrate syringe home overrun failures with their aia-360 analyzer. The customer was unable to run e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.